Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in the download data, preventing the ratchet gear from advancing enough to deploy the needle mechanism at the end of second prime. The pod ran for 60 total pulses, of which 33 were in first prime. An 0x5f alarm was generated after the 60 pulses, indicating open ground at the hook switch. The pod was reran an the 0x5f alarm was replicated. Timeouts were observed in the rerun data. No damages or deficiencies were observed that would contribute to the observed high pulse width w/ drive stall or the 0x5f hazard alarm. The cause of the high pulse width w/ drive stall and 0x5f alarm could not be determined.